Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5 of the initial report, as the information was available at the time but inadvertently left off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "no power" was confirmed that it was caused by a failure of the g1 board. Additionally, phenomenon 2 "no images emerge from sdi1 on qb board" and phenomenon 3 "reduced brightness" were confirmed by an sdi1 output on circuit board and failure of lcd paneling respectively. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred during inspection for use (preparation for use). The procedure was diagnostic. The device was confirmed to have been inspected before use.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a failure of the power circuit board. Serial digital interface 1 images were also not produced. Additional issues were identified during the device evaluation: the rear cover was damaged, and the brightness diminished. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for a colon screening procedure, the power on the high-definition lcd monitor would not turn on. The intended procedure was completed successfully with no delay. There were no reports of patient harm associated with this event.